Manufacturer narrative:
Date of event - estimated with aware date as event date is unknown.

Event description:
It was reported via social media that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At an unknown timepoint post procedure, the patient had two cerebral vascular accidents. The patient is still taking their anticoagulation medication.